Event description:
Upon performing stoma cares around the tracheostomy tube it was found the tube was cracked and nearly severed at the base of the wings of the tube. The tube was immediately changed and a new tube replaced. Had this tube stayed in place the tube likely would have severed causing the severed portion to lodge in the trachea and possibly further into the lungs causing severe harm and possibly death of the patient.